Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
We have had a third PICC leak this week and require repairing.

Manufacturer narrative:
The sample is still in decontamination process and has not been returned for evaluation. The results of this investigation is still pending.

Event description:
We have had a third PICC leak this week and require repairing.

Event description:
We have had a third PICC leak this week and require repairing.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received a 30 cm nutriline catheter as a sample. To its luer lock hub, a non-vygon needle-free connection system was connected swathed with transparent dressing. During microscopic examination we found a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn from the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. Based on the product incident report (pir), the customer used alcohol-based chlorhexidine as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. A review of the batch history records for batch no. 8137379 and 8178394 was performed, and no deviations were found. The batches complied to their specifications and were released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: as the catheter worked well for 5 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action will be initiated at this time.